Event description:
Pt complains of aches and pains, painful breasts, itching, swelling of joints, hands and feet, fatigue, heavy menstrual bleeding, fibrosis, infections, and fibromyalgia. (Same pt referred to in 1002067.)